Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg was still functional but the patient experienced an increased recharge burden that is considered within specifications. In turn, the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving ineffective stimulation after a car accident. In follow-up with a company representative it was found that the patient¿s ipg had become inoperable. The ipg will be replaced on a later date.